Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient rep reports apparently device is not working very well because pt was up 8 times last night. Pt came on the call and clarified the first day of implant was able to hold for 6 hours but the next day onward gradually got worse and now it is like before device. Pt rep increased therapy strength on program 3 and pt reports feeling stimulation in upper right leg. Pt rep states pt felt similar stimulation while on the trial. Pt switched to program 4 and increased therapy strength. Confirmed stimulation in bicycle seat area and comfortable. Pt walked around and reports leg stimulation is much better and only feels in foot slightly. Pt reports it will likely get better since has improved with current program change. Pt was redirected to hcp to discuss issues further. Patient will maintain stimulation level and will continue to track symptoms. No further complications were reported at this time. [See omitted related event reported in (B)(4) - feeling stimulation in right leg]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they saw the rep and doctor on (B)(6) 22 and the program was changed. The cause of the device not working well was not determined, and issue was not yet resolved.